Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Subsequently the ICD was interrogated. The interrogation could be properly performed and revealed the bos battery status. There were 10 charging cycles recorded to the device memory. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. The impedance measurement functions of the ICD were tested and the ICD proved to work as expected. The clinical observation was not reproducible. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the lead was not returned for analysis. However, a thorough analysis of the ICD proved the device to be fully functional. The battery was not defective. The impedance measurement functions of the ICD were tested and the ICD proved to work as expected. The integrity of the lead cannot be assured.

Event description:
It was reported that the ICD was prophylactically explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 21 months. Furthermore, high lead shock impedance greater than 150 ohms was detected after approx. 199 months implantation time. Both devices will be sent back to biotronik for analysis. The exact explant date was not provided.